Manufacturer narrative:
Further information requested, but not yet received.

Event description:
It was reported that following an unrelated surgical procedure on 5 april 2023, the patient¿s ipg became unable to communicate with external devices. No further information has been provided at this time.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.